Manufacturer narrative:
The field service representative (fsr) inspected the instrument and determined the accumulator tube assembly was leaking. Service tightened the part and performed maintenance procedures which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for i1sr65041. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i1000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the accumulator tube assembly did not identify any trends. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr processing module for serial (B)(4). Or the accumulator tube assembly was identified.

Event description:
The customer observed falsely elevated architect stat troponin-I results for multiple patients. The following data was provided (lab reference range is 0.000 to 0.040 ng/ml): (B)(6) 2022. Initial result = 0.064 ng/ml, repeats = 0.052 ng/ml, and 0.286 ng/ml the patient was transferred to presby dallas due to the falsely elevated results. Patient number ending in 0332: initial result = 0.212 ng/ml, repeats after recalibration = 0.165 ng/ml and 0.305 ng/ml, repeat with new reagent = 0.197 ng/ml, new sample was collected = 0.157 ng/ml. Patient number ending in 6026: initial result = 0.195 ng/ml, repeats = 14.207 ng/ml and 3.934 ng/ml, repeat with new reagent = 0.134 ng/ml, repeat with new reagent and recalibrated = 0.145 ng/ml. The samples were repeated on the istat and generated negative results. No additional impact to patient management was reported.